Manufacturer narrative:
(B)(4). The product was returned for investigation. The shape of the tubing was slightly altered using a stylet wire and the tracheal cuff was stretched. The stylet was removed and an inflation deflation test was performed three times without issue. With the stylet in place the tracheal cuff could not be fully deflated. The instructions for use state that the stylet wire should be removed prior to inflating and deflating the cuffs.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an endobronchial tube cuff was not able to be deflated. This was detected prior to patient use. There is no report of serious injury or death associated with this event.